Manufacturer narrative:
(B)(4) - the complaint cannot be confirmed as evaluation of the device cannot confirm events that are physiological in nature. A review of the instruction for use was performed. The realize band is contraindicated in patients with known or suspected allergy to silicone or other materials contained in the band. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that post implant a laparoscopic gastric band in (B)(6) 2009, in (B)(6) 2009, the patient developed a rash. The patient was seen by an allergist. The allergist tested the patient with a sample of the band and found that the patient was reactive to two parts or the band apparatus. In addition, the assessment stated that patient had eczematoid dermatitis. The allergist prescribed steroids to control the rash. The surgeon that implanted the band stated that the patient has not had much success in weight loss and suggested that the band be explanted. Date not yet scheduled.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.